Manufacturer narrative:
Additional, changed, and/or corrected data: d.6a.

Event description:
Patient reported right side pain, swelling, asymmetry, disturbed sleep, and "bottomed out". Healthcare professional later reported right side capsular contracture, baker grade iii. Device has been explanted. Capsulectomy was performed.

Manufacturer narrative:
Clarification to d6a implant date: partial implant date provided as "2016". A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: anxiety-product/procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Changes in sleep habits: unable to observe since it is not related to the device. Edema: unable to observe since it is not related to the device. Migration: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported right side pain, swelling, asymmetry, disturbed sleep, and "bottomed out". Healthcare professional later reported right side capsular contracture, baker grade iii. Device has been explanted. Capsulectomy was performed.